Event description:
The lateral poly inserts were observed to lift up from the tibial tray anteriorly as the surgeon moved the knee through range of motion during surgery. Lateral poly inserts of three thicknesses were attempted. The surgeon performed soft tissue releases. The surgeon completed the procedure by re-inserting the thinnest of the attempted poly inserts.

Manufacturer narrative:
The lateral poly inserts were observed to lift up from the tibial tray anteriorly as the surgeon moved the knee through range of motion during surgery. Lateral poly inserts of three thicknesses were attempted. The surgeon performed soft tissue releases. The surgeon completed the procedure by re-inserting the thinnest of the attempted poly inserts. Review of the device history record indicates that the device was manufactured to specification. Returned device eval: the two lateral poly inserts that were attempted but not implanted were returned for eval. The inserts were sterilized using an autoclave prior to return. Due to the effect of autoclave sterilization on the poly insert material, a dimensional analysis of the returned inserts cannot be completed.